Event description:
It was reported that the patient presented to the hospital for a generator changeout. Previous transmission review and in-clinic device interrogations had revealed that the right atrial (ra) lead exhibited high capture threshold and noise oversensing resulting in inappropriate mode switch. Programming changes to vvi mode was done to address the noise issue; the ra lead was capped and replaced on (B)(6) 2025. Additionally, the old right ventricular (rv) lead was capped and replaced on (B)(6) 2012 for an unknown reason. The patient was discharged following the procedure.